Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that during the implant procedure, it was discovered that an internal conductor wire was protruding from the lead near the proximal electrodes. The physician continued to use the lead and the lead remains implanted. The procedure was completed with no reports of further incidents and the patient is currently using the device to find effective therapy.